Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1627. It was reported, the pt was not receiving effective stimulation. The pt was originally implanted for right back and leg pain, but was recently complaining of left back pain. Her ipg is on the left side. An sjm rep met with the pt and reprogramming at 50hz and 60hz caused a burning sensation behind the ipg. Reprogramming using frequencies outside of 50 and 60hz were able to provide the necessary coverage for the pt without the unintended pocket sensation. Follow up info identified the burning sensation is still occurring with stimulation on and off. Reprogramming was unable to resolve the issue on (B)(4) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.